Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, the original dim/faded display screen was not observed. Unrelated to the original complaint, the battery compartment was observed to be cracked on the side near the threads and it was cracked near the cover. There was corrosion observed inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The pump was opened and there was no further evidence of moisture damage found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.